Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that intraoperatively on (B)(6) 2022, a x15 final tightening shaft sheared off in a lateral offset connector when final tightening the nut. The surgeon final tightened the nut in the correct way with the counter torque on the next adjacent screw, a click sound was heard as you would expect with final tightening, however when moving onto the next set screw, it was observed that the x15 driver did not engage well in the set screw head. Upon inspection it could be identified that the tip had sheared off. The procedure was successfully completed without any surgical delay. This report is for one (1) x15 driver final tightener. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot and expiration date d9 h3, h4, h6: a review of the receiving inspection (ri) for x15 driver final tightener , was conducted identifying that lot number nn149182 was released in one batch. ¿ batch1: lot qty of 426 units were released on 31 aug 2019 with no discrepancies. Supplier : depuy spine : bridgewater as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hex tip of the x15 driver final tightener was broken. In addition, the some threads were stripped/cross threaded. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A review of the receiving inspection (ri) was performed for the finished device [nn149182] number, and no issues were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the x15 driver final tightener would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.